Event description:
It was reported that during a da vinci colorectal procedure, the small grasping retractor instrument grasped the tissue and would not unlock. The emergency wrench was used. On (B)(4) 2015, the clinical sales representative (csr), whom was not present during the procedure, stated that the surgeon used the grasping retractor, saw the cable was frayed but continued to use the instrument anyway, grabbed the bowel and it locked; when it would not release, the emergency wrench was used at the housing and the tissue was released without damage. On (B)(6) 2015, the nurse on site, whom was not present during the procedure, stated that the procedure was completed and the patient outcome was good. No patient injury, intervention or post-operative complications were reported.

Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Investigation revealed that the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.